Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with non-st elevated myocardial infarction (nstemi) therefore the 3.00x28mm, 3.0x38mm, and 3.0x08mm xience sierra stents were implanted. On (B)(6) 2019 the patient was re-admitted with other cardiovascular symptoms and atherosclerotic heart disease. It is unknown what treatment was performed and the final patient outcome is unknown. No additional information was provided.